Manufacturer narrative:
Family / friend. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a "red, raised rash with slight drainage beneath tape collar that started within one day of applying. The rash started beneath the tape collar and spread to whole body, lips, head, back, arms and stomach." End user went to the emergency room and was given claritin, pepcid and prescription prednisone. It was further reported that wafer was removed and an activelife pouch was applied.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6) no samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, a complaint search for lot 8c01096 and malfunction code ost-pmc23.3 was carried out and as a result, no additional complaint was found; therefore, no trend is observed. Lot 8c01096 was manufactured on 03/13/2018, form fill and seal #1 line, with a total of 6,210 units. Complaint investigator ID (B)(4) performed a batch record review on 09/28/2020, description natura lp57mm dhesive cmt 22-33(1x10)nai to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1709735 and manufacturing order 1398038. The batch record review supports that there were no discrepancies related to the issue reported. No additional action is required, and this complaint will be closed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003

Event description:
To date no additional patient or event details have been received.